Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator does not pass the functional test. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by the philips remote service engineer (rse), philips field service engineer (fse), the site¿s biomedical technician and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device failed the functional check. The rse initially diagnosed the device as needing a high voltage capacitor, however the fse onsite found it was the therapy receptacle that was the cause of the failing functional check. The fse replaced the therapy receptacle and the device was returned to full functionality. The device remains at the customer site. No further action is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a faulty therapy receptacle. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the device failed the functional check. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by the philips remote service engineer (rse) and the site¿s biomedical technician and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device failed the functional check. The biomedical technician was able to determine that the device needs a replacement high voltage capacitor. The customer would like to order the part, however; the device is end-of-life and parts are no longer through philips. Based on the information available and the testing conducted, the cause of the reported problem was the high voltage capacitor. Thre root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was made aware of the end-of-life terms and the device remains at the customer site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.